Event description:
It was reported that during laparoscopic anterior resection 2mm tip of the tissue pad was detached. The broken pieces of tissue pad was not found. No additional treatment is considered. The patient is stable, and will continue to be treated as usual.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: patient sex? The patient is woman. Patient status? The patient is in the hospital. Patient progress? The patient is doing well and stable. Doctor's judgement? The patient is non-serious. The reason of judgement? Because the patient is stable and low health risk. About the device? The tissue was in a hard state due to radiotherapy for cervical cancer 2 years ago. It is thought that the damage was caused by blunt ablation of the hard tissue, not by wear of the pad due to activation. The surgeon noticed it when he cut it off near the sacrum, but couldn't tell which scene it was specifically. In the event description it is stated: ¿the blade was broken. The broken pieces fell into the patient. ¿. What efforts were made to locate the pieces of the blade tip during the procedure? The surgeon did visual confirmation only. There was no x-ray and CT. Was this procedure converted to an open procedure? No, the surgeon completed the procedure under endoscopic surgery. Are there any plans to locate the pieces? No, the surgeon is not going to locate the piece because the patient's condition is stable. Was there any change in the patient care as a result of this event? No, the patient care was conducted as planned. How were the pieces retrieved? The pieces were not foung. What is the current patient status? The patient is currently hospitalized. The condition is stable. Did the patient experience any adverse consequences due to this issue? No, there was no any adverse event for the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.